Event description:
The articles in the journal of thoracic and cardiovascular surgery discussed pts who underwent endovascular repair for an acute traumatic rupture of the thoracic aorta between january 1990 to march 2011 and were treated with the first generation gore tag thoracic endoprosthesis. On (B)(6), 2007, the pt underwent endovascular repair for an acute traumatic aortic transection of the thoracic aorta, and was implanted with a gore tag thoracic endoprosthesis. The pt experienced stent collapse on (B)(6), 2007, following implantation, by a pseudocoarctation syndrome leading to functional renal failure. According to the physician, the anatomic factors. Influencing the collapse were: an aortic diameter of 20mm, 30% device oversizing, and a lack of apposition of the endograft to the aortic wall due to the angulation of the proximal neck (100 degrees). On (B)(6), 2007, explant of the stent with open aortic repair by a left thoracotomy was successfully performed. No complications were observed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device(s) was not conducted as the device lot numbers were unavailable. As it was published in the article, the CT scan confirmed that the aortic diameter was 20mm. According to the gore excluder thoracic endoprosthesis instructions for use, the aortic treatment range for a (B)(4) device is 23-24mm. Use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related event (e.g., device infolding, excessive device compression). The device was 30% oversized. The gore tag thoracic endoprosthesis is designed to be oversized from 7 to 18%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in device infolding, or compression. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the pt or death. Compliance with device sizing recommendations is critical to optimal performance of the device. Key anatomic elements that may affect successful exclusion of the aneurysm include severe neck angulation. Appropriate procedural imaging is required to successfully position the gore tag thoracic endoprosthesis in the neck and to assure appropriate apposition to the aortic wall. Device apposition to the inner curve of the aortic arch should be confirmed with procedural fluoroscopy and non-contrast radiography. If device apposition is not complete, the use of ballooning and/or add'l gore tag device(s) has been reported by physicians to assure apposition of the gore tag device to the aortic wall in the acute setting. Additionally, the IFU state: complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to surgical conversion. Add'l info along with images of the event were requested, but not provided to gore. The lot/serial number was requested, but not provided to gore. Gore was unable to determine if this event was previously reported.